Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk

Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirted out, followed by the alarm. It was mentioned that the numbers did not appear on the screen, and the beeps could not be heard. No further information was provided.